Event description:
An additional procedure was performed to replace the device due to normal elective replacement indicator. During this procedure, the right ventricular (rv) lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were inappropriate high voltage therapy and insulation damage. As received, a partial connector portion of the lead was returned in one piece for analysis. The reported event of insulation damage was confirmed. An external insulation abrasion was revealed at the proximal region of the lead which breached the connector boot and exposed the ring electrode coil. The exact length of the abrasion was unable to be determined because the lead insulation was separated in this region and a portion was missing, which is consistent with procedural damage. The cause of the reported event of insulation damage is due to the external insulation abrasion, which is consistent with friction to the device can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in clinic after receiving inappropriate high voltage therapy for an episode of atrial fibrillation. Due to normal elective replacement indicator (eri), a device explant procedure was scheduled. During the replacement procedure, insulation damage of the right ventricular (rv) lead was visually confirmed. The operation was cancelled, the device was deactivated, and a new operation was scheduled. The patient was in stable condition.